Event description:
Pt reported that during june of 2004 their device would generate cartridge/adapter alerts on a regular basis, and the device adapters did not seem to have a tight fit. Pt also thinks that insulin was leaking (they could smell insulin, but not see any). Pt experienced high blood glucose, which they self-treated.